Event description:
It was reported that the day after implant this right atrial (ra) lead exhibited loss of capture along with low sensing amplitudes. It was believed that the ra lead had dislodged. The physician decided to repositioned this ra lead. No additional adverse patient effects were reported. This product remains in-service.